Manufacturer narrative:
E1: first name and last name of initial reporter is unknown, h3: product analysis for product:9560100, lot no:542337 during inspection at the time of acceptance, it was observed that the light post had fallen off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for med (microendo scopic decompression surgery for the spine) spinal therapy. It was reported that it was hazy. There was no patient symptom reported. There were no further complications reported regarding the event.